Event description:
Healthcare professional (hcp) reports six incidents of blood leaks with the psn 210 dialyzer. All of the incidents occurred within a 2 month, 2 week time period in 2001. Incidents occurred at the start of the pts' treatments and were noted on leak alarms. Blood leaks were verified with positive hemastix. Blood was not returned to any of the pts, with an estimated blood loss of 250cc per pt. Treatments were all resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.